Event description:
It was reported that the device failed the accuracy test +12.7% during testing. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Event date, operator of device, and initial reporter are unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the tamper seal was missing, and the downstream occlusion sensor seal was worn. There was no evidence of the reported problem (error) being recorded in event history log. The reported problem was not duplicated. The cause of the reported problem was unknown. No corrective action was taken as the root cause of reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customers reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: correction: d4: model number 2120.